Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Technical services (ts) discussed device reprogramming and possible ablation. This ICD remains in service and is functioning as programed. No additional adverse patient effects were reported.